Manufacturer narrative:
(B)(4), epithelial ingrowth. The clinic is reporting this event only, field service and/or clinical support was not requested. All pertinent information available to amo has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient underwent a lift flap enhancement in both eyes on (B)(6) 2012. The patient was referred back from an affiliate to evaluate small area of epithelial ingrowth in the right eye on (B)(6) 2012. A slit lamp evaluation noted an epithelial ingrowth in the right eye along the inferior flap edge (6 o''clock) with elevation. The patient's visual acuity in the right eye was 20/30-1. The patient was brought to the laser for a flap lift epithelial ingrowth removal. A bandaged contact lens was placed on the right eye. The patient was seen at 1 day and 1 week and the patient's visual acuity in the right eye at one week was 20/60.